Event description:
It was reported that during the attempted implant procedure, the helix was unable to extend outside of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analysis found that the lead was stretched. It was noted that all of the conductors were stretched, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Visual analysis noted that the stretched lead and conductors along with the bent/distorted helix prevented proper torque transfer when turning the is-1 pin. Therefore the helix could not be tested.